Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one segment of catheter was returned for evaluation. The distal end of the catheter ends in a complete compound break, segment distal to this break was not returned for evaluation. The break is characterized by longitudinal breaks and rough surfaces. As no specific break could be identified, the investigation is confirmed for a subcutaneous break with embolization. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged during implantation, flexural fatigue, and pinch-off. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that thirteen days after port placement, imaging demonstrated catheter separated from the port and migrated to the right ventricle. It was further reported that the catheter was removed. One week later the port was removed and another port was placed. The patient handled the replacement procedure well and was discharged the same day.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that thirteen days after port placement, imaging demonstrated catheter separated from the port and migrated to the right ventricle. It was further reported that the catheter was removed. One week later the port was removed and another port was placed. The patient handled the replacement procedure well and was discharged the same day.